Manufacturer narrative:
Follow-up #1 date of submission 04/06/2016 device evaluation: the pump has been returned and evaluated by product analysis on 03/23/2016 with the following findings: during testing, the display was blank. The complaint could not be fully investigated due to this. The pump cover was opened and moisture corrosion was found on an internal component. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.